Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed single occurrences of system fault error messages (sf 180 and 188). Performance testing could not reproduce the device system faults. Based on all available information and previous investigations of similar complaints, the investigation determined that the device faults were most likely due to device operation in a temperature out of specification range and a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault error messages (sf180 and sf188). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault error messages (sf180 and sf188). There was no patient injury reported as a result of this incident.